Event description:
It was reported that during a wedge resection procedure, the device locked out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged shrouds. The analysis results found that one device was returned with the handles open and without a reload present. No functional test could be performed due to the condition of the device. The device was disassembled and no anomalies were found. Event description could not be confirmed as no reload was returned for analysis and the device could not be tested for functionality. While no conclusion could be reached as to how the shrouds became damaged; it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.